Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The philips account mgr reported that this defibrillator had therapy port/pads cable pins/connectivity issues. There was no report of pt involvement.